Event description:
A malfunction was reported with the customer's pump, specifically displaying malfunction code 23, which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by arranging to send a replacement pump. The customer, who did not have a backup therapy, was advised to contact their healthcare provider and received instructions on how to store and return the faulty pump.